Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including hernia recurrence and bowel incarceration. The patient's attorney also alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is provided as a best estimate ((B)(6) 2017). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). It is alleged that from (B)(6) 2017, the patient began to suffer from pain, recurrence and bowel incarceration. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). It is alleged that from (B)(6) 2017, the patient began to suffer from pain, recurrence and bowel incarceration. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per op notes, "patient had a direct inguinal hernia in the floor. A bard flat mesh (device #1) was placed using prolene sutures." (B)(6) 2017 - patient was diagnosed with incarcerated right inguinal hernia thereby underwent open repair with the removal of mesh (device #1) and implant of perfix plug (device #2). Per op notes, "a significant amount of scar was encountered. The previous mesh which appeared to be placed in an overlay fashion was excised. Then a perfix plug (device #2) was placed."

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including hernia recurrence and bowel incarceration. The patient's attorney also alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.